Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device is blowing out black particles, almost a flakey substance of different sizes. The patient also alleges he placed a tissue in front of his mask, and it visibly collected black particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.  The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.